Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe.the customer states: after drawing up some propofol we could observe what appeared to be a black piece of the rubber stopper in the medication. We did not use the medication on the patient and emptied it from the syringe into a tissue. Nothing black came out. However, when we looked at the syringe when it was empty we can see the black deformation on the stopper that we thought was floating in the medication. So the problem actually appears to be on the 1186000777t.

Manufacturer narrative:
Submit date: 11/30/2016. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. One sample was returned and the defect was confirmed. An analyst was completed to identify the kind of foreign object. The results indicated the foreign object to be butyl rubber which is a material of a vial¿s rubber stopper. However this material has never been used in manufacturing process. Based on the investigation, the possible root cause could be that the needle cored the vial's rubber stopper. No corrective and preventive actions will be taken at this time. This complaint will be closed as unconfirmed at this time. If additional information is obtained, this file may be re-opened for further investigation.